Event description:
Endoscopy done for variceal bleed. Large varices found and three bands applied. The 4th band was attempted, but the tip dislodged from the scope. Procedure was terminated and unable to retrieve the tip. It is thought it will pass on its own.